Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg is no longer able to connect with the patient controller following a hip replacement surgery on (B)(6) 2018. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up identified the patient's inoperable scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.